Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a health professional stated the patient went into asystole and the device did not fire correctly. Follow-up information indicates the implantable pulse generator (ipg) was interrogated and the asystole could not be reproduced. It was thought that the telemetry monitor was gained down and the patient was having fused beats. The device was functioning normally when checked. No adjustments were made and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.